Event description:
I had two ethicon prolene meshes put into me. One in my groin and bottom of my stomach, and the other is over my navel. I have had severe pain and discomfort since having them. It feels like something is stabbing me with a thousand needles. My white blood cell count has started to rise with no obvious infection. I have been to the doctors many times and they can't seem to find a reason for the elevation. I then started having problems with being able to hold down food. At first it was thought to be stomach flu. After a month and still no belly noise as they say. They started to get worried. I couldn't hold down food this whole time and felt fortunate when I could hold down water. They did an upper gi with small bowel follow through and discovered that my intestines are taking over twice the amount of time as other peoples to move anything through. The gastroenterologist recommended that I see the surgeon as soon as possible. There were also several air fluid levels on my x-rays and that it wasn't fully obstructed yet, but to see him asap. I went and all he said was not my mesh. I also have lumps radiating about 3 inches on each side of my navel mesh. I have been in misery since getting these things put in me.